Event description:
Spacelabs received a report that a telemetry monitor failed to alarm before a patient died.

Manufacturer narrative:
The customer stated that the monitor did alarm on asystole during the event, but there was no other alarm before the patient went into asystole. Testing of the monitor was not conducted on site because the device was in use when a spacelabs' field service engineer (fse) visited the hospital. The patient's waveform data and the monitor default alarm settings were sent to spacelabs for evaluation. It was confirmed that the device worked to specifications. There was no alarm generated because the patient's arrhythmia did not meet any alarm criteria configured on the monitor. The waveform indicates that the patient's heart rate slowed down from 100 to 52 beats per minute (bmp). The low rate alarm was set to 50 bmp on the monitor. Both channel 1 and channel 2 st level alarms were set to off. As a result, the monitor did not alarm by design. The patient's arrhythmia did not meet the criteria for a run alarm which requires 4 abnormal waveforms in a row at about 90 bpm per the alarm settings. The alarm for abnormals per minute was set to off too which prevented a run alarm. The monitor alarmed when the patient went into asystole and died. The customer is continuing to use the device to monitor other patients. It is spacelabs' policy to submit a medical device report whenever we become aware of death of any patient connected to our devices. We have concluded that this report is final and consider this issue closed.